Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a low bus voltage. No patient or user harm was reported.